Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose around 350 mg/dl following an infusion set supply change and requested a site-only change for a contact detach steel infusion set; the site change was completed with guidance, and replacement steel infusion sets were arranged. Symptoms included hyperglycemia. Outcomes included user-performed corrective action with stabilization of blood glucose after the infusion set change and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device damage or obvious set anomaly upon removal, and the lot number was unavailable. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.